Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Min. R-wave amplitude has been consistently below 5mv since (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low sensing and had a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.